Event description:
Additional information indicates that the patient experienced auto mode switch and high atrial rate episodes as a result of intermittent over-sensing of the atrial lead noise. The noise was reproducible with isometrics. The patient will continue to be monitored.

Event description:
It was reported that patient presented in clinic for follow up for noise exhibited on atrial lead. Upon interrogation the noise was observed through electrocardiograms from july and august. All other tested lead measurements were normal. It was believed to be true lead noise. No interventions were performed. The patient will continue to be monitored.